Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in a procedure performed on (B)(6) 2026. During the procedure, the physician reported that the second portion of the stent would not deploy. Additionally, it was reported that the first portion did deploy. The physician had to remove the stent and redeploy another axios stent of a different size. There were no patient complications reported as a result of this event and the patient made a full recovery.